Event description:
It was phoned in by hospital that a vascular shunt had malfunctioned. "The blue end when it was flushed by the assistant, the stopcock flew off." The device was not used on a patient. They prepped and used another device without further issues. No patient injury.

Manufacturer narrative:
Product evaluation anticipated upon product return from the customer.

Manufacturer narrative:
The device was received for evaluation. Customer report of stopcock detachment was confirmed. As received into lab blue handle stopcock was completely separated or detached from the inflation hub. Both red and white handle stopcocks were still attached to the hubs. A review of manufacturing records was performed and there were no nonconformances associated with the manufacturing of this lot. It cannot be determined if excessive force was applied to the catheter during use; therefore, the root cause of the reported issue cannot be determined and a manufacturing defect cannot be confirmed. In as much as the product packaging was opened, it cannot be determined if the shunt was provided to the customer with the stopcock completely seated in the silicone boot of the tubing. The root cause cannot be determined, a manufacturing defect cannot be confirmed; therefore, a product risk assessment (pra) will not be initiated. Trends will continue to be monitored on a monthly basis and if there is further action required, appropriate investigations will be performed.